Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had moisture damage to interface board. No button error alarm noted. Insulin pump had a cracked case near lcd window corner, minor scratches on lcd window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker and stained address and serial number label.

Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump had recently been exposed to rain. Blood glucose level was 129.6 mg/dl at the time of the call. No further information was provided.